Event description:
End user states his new boxes of is are now bending, states he has never had this issue until this lot. Is replaced, end use lives outside of the united states will not be requesting product back. Informed user to discard of is.